Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for the system error was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. No use error was suspected therefore no label review was required. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
While troubleshooting with global technical services (gts), the patient stated that after cycling power on the homechoice (hc), a system error 2367 occurred during dwell 4 of 4. No injury or medical intervention was reported.